Event description:
It was reported that the patient presented to the clinic with chest pain. It was also reported that the device had reached the elective replacement indicator (eri) and was pacing at vvi 65. The device was explanted and replaced. The device subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device did not meet expected longevity. Analysis results of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2006. (B)(4).